Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump, as well as filling and loading a new cartridge. Eventually, the customer successfully completed the loading process and resumed insulin therapy.